Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
There was a pocket and lead revision done for this patient because the device had moved the day after implant and the patient was uncomfortable. The physician moved the device and re-sutured it. Both leads were given additional slack and were sutured again as well. This system remains implanted. Should additional information be received, this file will be updated.